Event description:
It was reported that device had normal battery depletion and no telemetry. Device was replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery - battery depletion-normal. The no output and no telemetry were the result of battery depletion.